Manufacturer narrative:
The hospital clinical engineering staff evaluated the device with no functional discrepancies reported. Error codes were reported to be logged into device memory. Medtronic subsequently evaluated the device. Proper operation was observed during functional and performance testing. The reported problem was not duplicated or confirmed. The root cause of the reported problem was not conclusively determined. The device power supply assembly was replaced and new device software was installed as a preventative measure.

Event description:
A report was received with the following event description: "failed to deliver a shock and brought sevice light on." There were no adverse affects to the patient reported as a result of device use.